Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the biometric identifier was not working. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not functioning due to driver issues and potential universal serial bus (usb) port connectivity problems. A field service engineer logged into the system using windows admin, reset the biometric driver, and physically reset the usb ports to resolve the issue. The system functioned as intended after the field service engineer repaired the device.